Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/24/15 device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: no defect found. Unable to duplicate the complaint. The pump history shows a 0.00u basal rate set from 08:00 to 12:30 for the date¿s (B)(6) 2015 through (B)(6) 2015. On (B)(6) 2015 at 16:43 an unexplained power on reset event occurred. Pump was powered back on (B)(6) 2015 at 13:58. The pump recorded a warning at this time; deliveries never resumed. Pump was exercised for 24hrs with a 2.0u/hr basal rate. At conclusion of testing the 2.0u basal rate remained programmed in the pump with no changes observed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the hcp had detected a 0.0 basal rate in the pump, and that the patient had a blood glucose of 387 mg/dl, with polydipsia, polyuria, and unspecified ketones. Hcp has lost confidence in the pump. This complaint is being reported as the patient experienced hyperglycemia and the basal rate issue was not resolved.